Event description:
The cor-knot device started breaking the suture and the grommet broke inside the unit. It released the grommet prematurely when engaging the device. The parts were retrieved and isolated from the case. (The broken grommet is inside the package). There were no complications. Notes from the operative report: "...the annulus was encircled with 13 pledgeted 2-0 ethibond sutures. These were passed through the valve. The valve was seated and tied down with a cor-knot device. The aorta was closed in 2 layers of 4-0 prolene pledgeted at either end."